Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient was trying to increase stimulation because they weren't feeling stimulation and having accidents, but encountered the power on reset (por) message; meaning (therapy has turned off and reset to shipping parameters) was then reviewed. Patient added that they recently had surgery for unrelated medical reasons. As a result of what was reported, the patient was redirected to their healthcare provider (hcp). No further patient complications have been reported as a result of this event.